Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion was not reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log and found that force sensor was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.